Event description:
It was reported that during use with a balloon dilation catheter the ht connect guide wire was removed and the distal coils separated. The distal coils were able to be retrieved from the pt. Additional info was requested. Additional info provided: account pharmacy reports that the guide wire was inserted in a dilation balloon catheter. During removal of the guide wire, the distal parts (coils) separated. The distal part could be retrieved and extracted from the pt by the surgeon. No consequence for the pt.